Manufacturer narrative:
This MDR was generated under protocol (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the top case was cracked at the lower left corner, the battery door was cracked, and right plunger case was cracked. There was a primary audible alarm background test error in history. The reported event could not be verified after occlusion test. The root cause of the reported event could not be determined. The technician replaced speaker as a preventive measure. The technician performed an occlusion test and all functional tests, which the device passed. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue.

Event description:
It was reported that the device alarmed primary audible alarm background (bkgd) test error. No patient injury was reported.